Event description:
Reporter stated that a comparison between reporter's ss meter and a healthcare professional meter, done while in a fasting state, was 150 mg/dl (ss-capillary) and 108 mg/dl (healthcare professional-venous), respectively (39% difference). No symptoms were reported. Control solution test result (128) was in range. On follow-up, the reporter confirmed the above info. Quality control procedures were reviewed and meter/lab testing was discussed. The meter was replaced. There was no allegation of harm.